Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the patient was experiencing blood glucose (bg) up to 550 mg/dl with no signs or symptoms of hyperglycemia. The patient was reportedly treated with a correction injection, and the site was changed and the pump was re-primed. The reporter stated that the prime and fill cannula boxes on the prime/rewind screen were no longer checked off when they checked the pump due to elevated bgs. The reporter stated that the pump did not alarm for loss of prime when the issue occurred. No additional information was provided. This complaint is being reported based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy related to a potential prime issue with the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.